Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in the emergency room with the device in back up vvi mode. The patient was asymptomatic. A device download was successfully performed.